Event description:
A sterile package with a 14fr x 1.7cm mini one® balloon button (boxed kit - isosaf) low profile feeding device that was unopened was found to have a hair that was wrapped around the button portion in the kit.